Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during total gastrectomy procedure, the 4th firings with reload were successful. For the 5th firing, they connected reload to the same handle and checked the jaws opening/closing. The surgeon clamped the tissue and tried to fire the device, however the knife did not advance. The surgeon did not make an impact to the device before the firing was started and did not touch the handle unnecessarily after the green button was pushed. The procedure was completed with another device. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.